Event description:
The customer called to report that he has been experiencing high blood glucose levels, but has not received any no delivery alarms. The customer stated that he has had to change the infusion set three times. Unable to conduct the high pressure test as the customer didn't have the tubing clamp. The customer stated that he would call back. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.